Event description:
It was reported that after 30 hours of iab use, the balloon ruptured. The iab was removed without any pt complications.

Event description:
It was reported that after 30 hours of iab use, the balloon ruptured. The iab was removed without any pt complications.

Event description:
It was reported that after 30 hours of iab use, the balloon ruptured. The iab was removed without any pt complications.